Event description:
Reporter stated that the surgeon inserted a single piece intraocular lens model cc4204bf in the eye and the lens tore. The surgeon removed the lens without enlarging the incision. No patient injury. The reporter stated that the lens was loaded incorrectly into the cartridge.